Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient age is estimated as (B)(6). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: during returned device inspection, the clip was noted to be returned fully closed. The remainder of the reported device was not returned for analysis. Potential causes for the reported failure to adhere or bond can be caused by, but are not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. In regards to patient morphology, the physician had reported that the failure to adhere or bond was most likely attributed to the huge anterior prolapse and the posterior flail observed in the mitral valve pathology. Upon deployment of the clip from the actuator coupler, the physiological movement of the prolapse resulted in the observed clip mobility. Therefore, patient morphology cannot be ruled out as a contributory cause. Based on the information reviewed and the evaluation of the returned device, the cause for the reported failure to adhere or bond was most likely due to the unique patient morphology associated with this specific case. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were planned to be deployed. The clip delivery system (cds 10270225/15) was advanced. After the clip was positioned at the lateral commissure, the leaflet insertion was made and the physician began to deploy the clip according to the instructions for use (IFU). After the lock line removal, the actuator knob was turned; however, it was noted that the clip seemed mobile from the medial to the lateral side. The patients mitral valve pathology was discussed (huge anterior prolapse and posterior flail). It was suspected that the mobility of the clip was due to the large prolapse. The gripper line began to be removed, but this maneuver was stopped because the clip became more mobile under echo and fluoroscopy. It was suspected that the clip was only on the gripper line; therefore, the physician discussed how to remove the clip. A snare device was inserted through the transseptal puncture from the guide, and the clip was captured in the left atrium. The clip was retracted through the septum in the right atrium, and then into the left common iliac vein. The physician made a small incision and removed the clip. The cds and the gripper line were removed. The procedure was aborted with no clips implanted. The patient was clinically stable post-procedure. The physician would like to try a new mitraclip procedure in two weeks. No additional information was provided.